Event description:
It was reported that the system had not worked for over 2 years. The patient was having the stimulator and the lead removed the day of the report. Electrocautery guidelines were given in reference to opening up the patient to remove the system. It was further confirmed that the device was removed. It was also reported that the battery was painful in the patient¿s buttock. It was unclear when the issue began, but the patient had not had the device for 2 years. The patient stated she had not used the stimulator for 6 months and wanted it removed. She did not want additional programming. In addition, the physician wanted to remove the whole system so she could have a future MRI. Impedances were all ok and there were no malfunctions. The patient was doing fine. Of note, the physician did not want to return the devices as he stated there was nothing wrong with them.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3550-39, lot# n326620, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).